Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a conclusive cause for the reported leak could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that during preparation of the steerable guide catheter (sgc), loss of fluid column was observed. The 3-way stop cocks were exchanged, but the sgc still had a leak. The sgc was not used in the patient, and the procedure continued with a new sgc. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.